Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator power cord got so hot. The communicator burned up and started to smoke. The patient brought the communicator to clinic and the patient was given a new one. The communicator was deactivated. No adverse patient effects were reported.